Event description:
During a routine electrophysiology study (eps) procedure, the patient went into ventricular fibrillation. Per the doctor, the nurse was told to defibrillate the patient. The defibrillator was already set at 360 joules in an attempt to shock the patient out of this rhythm. The nurse charged the defibrillator up and pressed the 'shock' button and no shock was administered. The nurse charged up the defibrillator again, and attempted to discharge the defibrillator; no shock delivered. The nurse then switched to the backup defibrillator. This lifepak 12 defibrillator was immediately taken out of service and biomed was contracted. The lifepak defibrillator, cord from the device to patient and the actual lifepak pads were collected and all given to biomed. A loner device was brought up from biomed. Please refer to the follow up comments; will wait to hear results from biomed. The patient was successfully shocked out of v-fib and was transferred to the nursing unit in stable condition. Biomed tested the unit. No problem found; all tests are within normal operating parameters. Tested device on paddles and with hands free cable used during the case; all test discharges fired properly. Unit functioning to manufacture's specifications.